Manufacturer narrative:
(B)(6). The device was manufactured between june 8, 2018 - june 11, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the returned sample photo revealed fluid inside the pouch which contains the device. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked upon receipt and was contained within the packaging. This was noticed prior to use. There was no patient involvement. No additional information is available.